Event description:
Took quickvue home test on (B)(6) 2021 with positive result after feeling sick for 4 days. Took second test the next morning with another positive result. Took the abbott binaxnow home test on (B)(6) 2021 evening and it was negative. Had a pcr test at hospital on (B)(6) 2021 and it was negative. Read online that many others also experienced a false positive with quickvue brand. FDA safety report ID# (B)(4).